Manufacturer narrative:
The complaint device was returned to uresil for inspection. The product lot number was not known by the customer, so uresil was unable to examine manufacturing records. Uresil inspected the returned catheter at uresil on (B)(6) 2013. Uresil noted that the hub was separated from the catheter just distal to the blue stress relief. The flared portion of the catheter had been pulled out of the catheter hub. Uresil's engineering department noted that the flare portion of the catheter had a complete a distinct pressure ring around the circumference of the flare. This indicated, in their opinion, that the catheter was manufactured correctly and that the flare was properly captured in the hub. Uresil 100 percent tests all catheters before they are packaged, and as such, uresil believes that the catheter was fully functional at the time of shipment. The catheter was fully intact and functioning properly at the time of installation. The hub detachment was not noted until 3 days after the installation. Uresil checked its complaint history and there have been no similar complaints this year or last year. Uresil manufactures and sells tens of thousands of drainage catheters each year. Uresil believes that this catheter was likely "snagged" while the patient was moving or being moved. It is uresil's belief that this snag pulled the hub off and may have also contributed to the re-positioning of the pigtail. The physician agreed that the pull off could have been the result of a snag. Uresil does not intend to take any corrective actions at this time.

Event description:
The uresil catheter was placed on (B)(6) 2013. The placement was uneventful and the catheter functioned properly. On (B)(6) 2013, the doctor noticed that the hub of the catheter had some off. He did not know how this happened. The doctor did not immediately replace the catheter as he thought that the catheter was still positioned properly and draining adequately (even though there was no hub attached to the catheter). The physician later determined that the catheter was not, in fact, positioned properly. Since the pigtail had moved out of position, he was unable to run a guidewire into the kidney and replace the catheter with another nephrostomy catheter. Instead, a urologist had to place a ureteral stent from "below" (through the urinary tract).